Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2011, uterine dilation and curettage in 2009, wisdom teeth removal in 2000, dysmenorrhea, menorrhagia, vaginal bleeding, menorrhagia and blood pressure high. Previously administered products included for an unreported indication: progesterone and estrogen. Concurrent conditions included overweight, uterine bleeding, uterine adhesions, chest pain, tachycardia, anxiety disorder, obesity, cardiac murmur, white blood cell count increased, glucose tolerance impaired, palpitation, prediabetes, magnesium deficiency, impaired fasting glucose, heartburn, nausea, diaphoresis, bronchitis, blurred vision, depression, shortness of breath, chronic cervicitis, paratubal cyst, menstruation irregular and adenomyosis. Concomitant products included oral contraceptive nos from 2011 to 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), visual impairment ("vision worsening") and nausea ("nausea as a result of migraine and headcahe"). In (B)(6) 2016, the patient experienced hyperaesthesia teeth ("dental problems increased sensitivity"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ chronic pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hyperaesthesia teeth, dysmenorrhoea, dyspareunia, migraine, vaginal discharge, visual impairment, weight increased and nausea had not resolved and the pelvic pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hyperaesthesia teeth, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: right tubal ostium : 4 coils remained visible, left tubal ostium : 2 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :abnormal bleeding, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: new pfs received- new events added: pelvic pain, metrorhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in 2011, uterine dilation and curettage in 2009, wisdom teeth removal in 2000, dysmenorrhea, menorrhagia, vaginal bleeding, menorrhagia and blood pressure high. Previously administered products included for an unreported indication: progesterone and estrogen. Concurrent conditions included overweight, uterine bleeding, uterine adhesions, chest pain, tachycardia, anxiety disorder, obesity, cardiac murmur, white blood cell count increased, glucose tolerance impaired, palpitation, prediabetes, magnesium deficiency, impaired fasting glucose, heartburn, nausea, diaphoresis, bronchitis, blurred vision, depression, shortness of breath, chronic cervicitis, paratubal cyst, menstruation irregular and adenomyosis. Concomitant products included oral contraceptive nos from 2011 to 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), visual impairment ("vision worsening") and nausea ("nausea as a result of migraine and headache"). In (B)(6) 2016, the patient experienced hyperaesthesia teeth ("dental problems increased sensitivity"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, hyperaesthesia teeth, dysmenorrhoea, dyspareunia, migraine, vaginal discharge, visual impairment, weight increased and nausea had not resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hyperaesthesia teeth, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: right tubal ostium : 4 coils remained visible, left tubal ostium : 2 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records :abnormal bleeding, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received. Reporter information were added. Date of removal were added. This case become incident. Medical history, historical drug, lab data, concomitant drug were added. Previously reported event injury were replaced with abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, dental problems increased sensitivity, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight increased, migraines / headaches, vaginal discharge, vision worsening, nausea as a result of migraine and headache, pain abdominal no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.